Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: bd alaris pump infusion set primary tubing (ref 2420-0007, expiry 2029-03-13, lot 26035557) freshly opened from package and was being primed with propofol, nurse noticed clean break just below pump segment above safety clamp. Medication spilled and some wasted. Nurse needed to get new tubing set. Caused 5-10 minute delay in patient receiving propofol, patient stable during that time (no signs of distress).